Event description:
The report we received via the complex registry study indicated that during a coiling procedure to a ruptured anterior communicating aneurysm, the coil stretched within the microcatheter. A prowler 14 microcatheter was also used in the procedure. It was noted that successful angiographic occlusion was accomplished. The aneurysm was 5.8mm in height, with a width of 11mm and length of 8.5mm. The neck of the aneurysm was 8.7mm, giving a neck to sac ration of 0.79. As the exact coil which stretched could not be determined with the info provided, the coils placed are listed as follows: 1-637cf0824, 1-673cf0615, and 2-637cf0515. It is unk if one of the coils actually placed in the aneurysm was the one that stretched, or if a subsequent unlisted coil stretched. Multiple requests for add'l info have been sent with no response yet forthcoming. The product is not available for evaluation and testing. Add'l info will be submitted within 30 days of receipt.